Manufacturer narrative:
An intuitive field service engineer (fse) went onsite. The fse could not replicate the reported event. The system logs did not reveal any critical errors related to the event. The fse performed a usm and mtm since cycle test which was completed without issue. A grip and opto button calibration was completed and passed without issue. The system was tested and verified for future use.

Event description:
It was reported that during a da vinci assisted prostatectomy, when trying manipulate the instrument with the master tool manipulator (mtm), the jaws would not release despite the surgeon's head being in the high-resolution stereo viewer (hrsv). The instrument became stuck on fat tissue which had to be cut to release the instrument. The usm was not used for the rest of the procedure that was completed robotically.